Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following cataract extraction with an intraocular lens (iol) implant procedure, she is having fuzzy vision and not being able to focus on the tv . Additional information was provided by the implanting surgeon that in her opinion, it is unknown if the iol caused/contributed to the event. The surgeon also reported that the event will resolve with a glasses prescription.